Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) received inappropriate shock therapy due to sinus tachycardia. Additionally, the patient had a cardiac arrest in which the cause is unknown. Additional information was requested from the field representative to see what precipitated the arrest however, no information was obtained. It was noted that the patient was already hospitalized and had been transferred from another facility intubated which required two shocks. The field representative all informed that the patient had six shocks in another episode prior to all of this however, therapy was not exhausted. At this time, the device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) received inappropriate shock therapy due to sinus tachycardia. Additionally, the patient had a cardiac arrest in which the cause is unknown. Additional information was requested from the field representative to see what precipitated the arrest however, no information was obtained. It was noted that the patient was already hospitalized and had been transferred from another facility intubated which required two shocks. The field representative all informed that the patient had six shocks in another episode prior to all of this however, therapy was not exhausted. At this time, the device remains in service. No additional adverse patient effects were reported.